Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and error alarm confirmed in alarm history due to motor encoder signal out of phase. We were unable to perform displacement test due to motor error alarm. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during an infusion set change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.